Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic deformed and haptic deform and stretched. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. H6: 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown.